Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. The unit was returned for failure analysis, and the reported failure was confirmed and reproduced on generator connect to system. The visual inspection confirmed that unit has no significant scratches or dents. The front bezel was in decent condition. The generator unit that was placed on a system and was run in normal mode.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported generator error c-34. The site powered cycle generator many times but issue remained. The site did not have backup electrosurgical generator unit (esu) to use. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the ports were placed prior to identify the issue. The system was functionality checked and there was no problem upon powering on the system. The system powered on without any errors. Also, the generator was exchanged out during the case. And the procedure was completed with 3rd party generator force triad.

Manufacturer narrative:
The probable root cause of errors c-34 and c-54 is attributed to a low voltage detected on start-up high frequency (hf) voltage measurement due to an electrical component failure and a magnetic interference on the generator.

Event description:
Refer to h11 for follow-up information.